Event description:
It was reported to boston scientific that while preparing for a procedure involving hta, the heater canister and the thermal couple was plugged in; the heater canister was glowing orange and melted the top of the canister. The rep removed it and put it aside in a sink without water to cool. The rep replaced the kit with one from the same lot number and the procedure was completed. There were no patient complications reported, and the patient condition is reported as fine.

Manufacturer narrative:
The lot number was not provided by the end user; therefore, the device manufacture date and expiration date cannot be determined. Analysis of the returned device revealed the rod inside the canister is discolored and the part of the top connector that is inside the canister is partially melted. The heater rod shows signs of heat tint from the overheating. The unit was shorted out to the green ground and it was noted that the heater canister is wired correctly. The unit was installed onto the console and did not operate. The most probable cause of this event is an anomaly within the console and is unrelated to the procedure set.